Event description:
It was reported by a urologist, a prostate procedure was performed on (B)(6) 2013. Pt was discharged with catheter (cad). Lasing time: 29.9 minutes; energy: 80-180 watts; and 238,861 joules used. Eleven days post procedure cad removed. Forty-eight days post procedure, pt presented with pain and walking disability. Reportedly "antibiotics administered orally and MRI osteitis os pubis. Resolved completely". No further info was reported.